Manufacturer narrative:
The reported 4.5 mm pk sa healicoil intended for use in treatment, has not been returned for evaluation. Without the return of the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the suture broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of sharp instruments to manage or control the suture. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a rotator cuff repair, the suture broke off anchor. The suture was removed from the patient's anatomy. Anchor remain in the patient, additional loose ultratape suture was used to complete the surgery. No patient injuries or delay was reported.

Event description:
It was reported that during the surgery the suture broke off (anchor). The suture was removed from the patient's anatomy. Anchor remain in the patient, additional loose ultratape suture was used to complete the surgery. No patient injuries or delay was reported.